Event description:
I have a dexcom g7 diabetic sensor and receiver that loses signal whenever I am around any electrical device that is also transmitting. The manufacturer admitted that this could be a problem but does not give consumers any warning about it and refuses to replace it because it was 15 days out of warranty even though I only started using it about three months before I called. The fact that they admit they have a problem and are now advertising it to be able to be adapted to insulin pumps the problem should be fixed or a warning indicating that the transmitter can lose its single be given to all users.